Event description:
The doctor stated he placed a medphor sheet implant during a septorhinoplasty procedure. The doctor stated that within 15 years the patient previously had five rhinoplasty surgeries and there was a great deal of scar tissue in the area prior to surgery. The doctor informed co that he was dissatisfied with the results of the procedure because of the large scar tissue around the implant and removed the implant. The doctor stated that after removal, the implant looked like scar tissue, fibrosis and detritus all around it.